Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results when compared to alternate poc and/or lab values. Results as follows: see scanned table. No specific patient information was provided. Strip lot number was not provided.